Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. With another battery attached, the device behaved normally, no high current was detected and the power consumption of the device was measured and found to be normal. The cause of the battery depletion was undetermined.